Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined. Occupation of initial reporter not provided. Patient codes: medical intervention required, extended or time, staple line content leak.

Event description:
According to the reporter, during a gastroplasty, presented leak in the staple line. There was an increase at surgical time (2 hours). There was need to reinforce manually.

Manufacturer narrative:
Ftr# (B)(4). Medical affairs reviewed photos received by the account and determined that there was a hematoma at the site.